Manufacturer narrative:
Concomitant medical products: 0296 boston scientific lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential undersensing on the right atrial (ra) lead. The p waves were also noted to be below the normal range. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.